Manufacturer narrative:
Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
This event happened in (B)(6). The customer stated that after performing a radio-frequency ablation procedure, the catheter heating element was burning. No injury to patient.

Manufacturer narrative:
The closurefast catheter was received for evaluation on december 02 ,2015. The device analysis was completed on december 10,2015. No abnormality was noted in the heating element. The catheter passed the rfg functional testing. No burning smell was noted during and post rfg functional testing. Reported catheter heating element damage (burning) could not be confirmed. The root cause of catheter heating element burning after rfa could not be determined.